Manufacturer narrative:
Two video clips were received from the user facility, aortogram and deployment. The latter showed valve centered between the alignment markers, correct deployment, and correct position (20:80). No contrast sequence shown after guidewire removal to evaluate pvl. Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 codes. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR nor lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided by the site. The bottom of the center marker near the base of cusps during initial valve position was observed, which aligned with the training manual. The valve was observed deployed at 80:20 (aortic/ventricle) position, which was acceptable per training manual. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment by first unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Perform an angiogram to evaluate device performance and coronary patency, where applicable. Measure and record the transvalvular pressure gradients. Remove all devices when the act level is appropriate. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This event reports a malposition thv during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The review of risk management file is complete. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The malpositioned thv was not confirmed based on the provided imagery. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. As reported, 'valve was implanted higher than expected (50:50), because the central marker was positioned too atrial before deployment'. However, per imagery review that valve was deployed according to procedural training manual, which were valve initial position (center marker near the base of cusps) and deployed position 80:20 (aortic/ventricle). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As such, available information suggests that procedural factors (user perception) may have contributed to the complaint event.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the valve landing too high seems to be related to the overalignment of the valve on the delivery system markers. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the 20mm sapien 3 valve was implanted higher than expected (50:50) because the central marker was positioned too aortic before deployment. The valve did not embolize, but was malpositioned. There were no issues during valve deployment and no issues with rapid pacing. To avoid late migration, the team decided to implant a second thv (20mm sapien 3), to fix it in place. The valve was implanted 30:70. The patient was doing well after procedure.